Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product is having service due and showing last error code lec 1270. No further information available. Customer is requesting for machine service. Patient involvement unknown.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be service was due for this pump based on clock battery age or total motor revolutions. The most probable cause for error code 1270 was due to the microprocessor unit board not operating as intended or the software may be corrupted, reloading software could have resolved the error code, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).